Manufacturer narrative:
Patient year of birth: (B)(6).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant procedure. A hole was observed in one of the cylinders. A new ipp was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.